Event description:
It was reported that insulin pump battery was not holding charge. There was no reported impact to the customer¿s blood glucose level. Parents declined troubleshooting call because pump was nearing warranty expiration, and no additional information was received regarding actions taken or outcome of the event.